Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a new morphine drip was initiated with a rate of 0.34 ml/hr via a peripheral catheter on the right foot. Approximately six hours later a leak was observed at the filter connection between the line to the filter closest to the patient. The user stipulated that the leak did not occur at the filter vent hole. No patient harm was reported.

Manufacturer narrative:
The customer¿s report of leaking at the filter was confirmed. Inspection under magnification of the engagement between the filter outlet port and the tubing components showed that the tubing was not fully inserted into the outlet port and there was a gap between the tubing end and outlet port. Functional testing showed that fluid was leaking at the engagement. The tubing to the outlet port was measured and was noted to be within the outer dimensional specification. The root cause of leaking was improper set assembly due to equipment and/or operator error.